Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels ranged from 40-46 mg/dl. Cause of one low bg event was due to not having a continuous glucose monitoring session on the pump at the time of the event; however, the cause of another low bg event was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.